Event description:
During a competitor left ventricular lead reposition, the physician observed poor sensing r-waves on the rv lead. Low hvlic was observed. It was noted that the patient previously presented to the clinic on (B)(6) 2010 with an alert for hvlic out of range. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
No medwatch form was received the lead was returned with the connector pin severely bent. The damage found was sustained during the surgical procedure.